Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that there was a server upgrade. A technical support specialist (tss) informed that the server was undergoing an upgrade to es 1.11, during which the server would be temporarily unavailable. As expected during the upgrade window, stations appeared disconnected and operated in critical override mode. Normal communication and functionality were expected to resume once the upgrade was completed. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server all stations were not communicating. The customer was able to verify the order but was unable to pull medication due to lack of communication, could not confirm patient data crossover, reports could not be printed, the screen was blank, and the es server was not accessible (service not available). The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.